Event description:
The following was provided in writing by the initial reporter (exactly, including typos). "Two poly wic silver wound fillers were placed in an open wound in the pt's back. They were to be removed at dressing change by the wound nurse. It was in place for 24 hours. When the nurse attempted to remove it, it disintigrated and fell apart. Several days later, the pt was taken back to surgery for wound closure. At that time the surgeon attempted to remove the parts of the sponge that were still in the wound. He said that he removed most of it, but there was a little that adhered to the dura and he left that in place."